Event description:
Customer reported a leak when using the coulter lh 750 hematology analyzer. Approximately 10 milliliter (ml) clear fluid dripped from under the instrument. The leak was not contained within the instrument. The leak was identified while performing instrument startup. The operator was wearing a lab coat and gloves at the time of the incident. There was no reported exposure to mucous membranes or open wounds. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and replaced the lyse line to repair the leak and verified the instrument. (B)(4).